Event description:
It was reported that one of the patient's leads had migrated. As a result, the patient underwent a surgical procedure on (B)(6) 2023 during which both leads were explanted. It is unknown which lead contributed to the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: 05415067017246, serial: (B)(4), batch: a000123078. Exact date of event is unknown.